Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/23/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/09/2014 with the following findings:evidence of moisture ingress was found inside of the battery compartment: the reported moisture-ingress event was duplicated. The pump passed a leak test. The pump case was removed, and no internal damage or defect was found. Unrelated to the reported moisture-ingress event, the display screen was found to be dim and discolored due to an unidentified display failure.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, evidence of moisture ingress was observed inside of the battery compartment; there was no evidence suggesting that the pump sustained any physical damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.